Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of plastic or glass substance was inside the cassette preventing solution from moving through the device. The home patient (hp) was using the device in initial drain on a homechoice device when the issue was noticed. The technical service representative assisted the hp in ending therapy. During follow up, the hp stated they had attempted to move the substance around but solution would not flow through the device. The home patient (hp) stated they had started over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.